Event description:
The coronary sinus catheter was successfully inserted by anesthesia under visual comfirmation by transesophageal echocardiography (tee). Images and correct placement within the coronary sinus were verified using a c-arm with contrast. After sterile draping was completed, the coronary sinus wave form was no longer present. The cardiovations catheter representative was here during the entire time. It was determined the catheter was defective and had to be replaced. Attempts to position the second catheter were unsuccessful. The surgeon's operative note states " the patient had a retrograde coronary sinus catheter inserted for cardioplegia by anesthesia. C-arm was brought in to visualize and a venogram was performed demonstrating the position of the catheter to be appropriate and filling the distal tributaries of the coronary sinus. However, later on before we could start the case, it seemed that there was a slight leak in the balloon of the coronary sinus catheter. That was removed and after that multiple attempts were made with tee guidance and with the fluoroscopy. However, it was unsuccessful to reinsert the coronary sinus catheter."